Manufacturer narrative:
The sample was returned to davol for evaluation and included the echo ps along with an additional piece of echo ps balloon material that was reported to have been removed from the patient. The ventralight st mesh itself was successfully implanted and remains in the patient. The echo ps balloon was found to be intact with no anomalies noted. The additional piece of balloon material that was returned is identified to be a section of material that is cut off and removed during the manufacturing process. Once placed in the patient the echo ps balloon is inflated. It appears the piece of residual material fell from the assembly into the abdomen. The lot was manufactured in november 2016. To date there have been no other reported complaints for this manufacturing lot of 77 units. We have concluded that the problem was related to an unintended piece of material being present on the assembly. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after installing the ventralight st mesh and removing the echo ps, the doctor found a piece of the balloon material in the abdomen (lying on the omentum). Per hospital contact this piece of material was noted while performing a tap block at the end of the case. The doctor easily removed the material with a grasper through a 10/12 trocar without issue. Contact confirmed there was no patient injury or need for additional intervention.